Event description:
This report is 1 of 2 and is for one of the components/3mm dia magnetic trocar body (cev177a3) of the device reportedly used during this event. This complaint is related to mfg number 3003249645-2024-00005. It was reported that the "instrument" was blocked when taken out of the trocar by the magnet. No other device was used to finalize the surgery. The device worked by insisting, trying several times. It was reported that the device was in contact with the patient. No patient injury or death was alleged; however, surgery time was reportedly increased more than 30 minutes.

Manufacturer narrative:
The 3mm dia magnetic trocar body (cev177a3) was returned for evaluation: the device history record (DHR) was reviewed, and no anomalies related to the reported failure were observed. Failure analysis: evaluation of the trocar body was unable to conclusively verify the complaint reported by the customer as valid; therefore, an investigation for cause was unable to be performed. The received trocar heads were compliant with the specifications. The inserts can be introduced and removed from the trocar without being jammed. Root cause analysis: this complaint is unconfirmed. The investigation did not highlight any defect.